Event description:
Customer reported receiving error 6 messages and high readings on her precision xtra meter. She states she was using expired test strips and began "acting crazy and was thirsty" and lost consciousness. She reports being seen at a local health care facility and diagnosed with hyperglycemia. However, she does not remember the treatment rendered to her at the hospital and states she took her novalog insulin. In addition, the readings reported are not listed. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.